Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their deep brain stimulation (dbs) is not working properly. It was stated that the device on the left side of their body worked for 2 years, and in (B)(6) 2016 they started to tremor "really bad." The patient went to see their healthcare professional (hcp) who told them they had high impedances at 2 of the 4 areas on the "probe," with no break in the wire seen. The hcp told the patient the only other option was to remove it and "get it right," so on (B)(6) the "probe" was removed and is being put back in on (B)(6). According to the patient, they were flying on a plane when they first felt the loss of therapy and it caught them by surprise. Their tremors started and they couldn't fly anymore which was "not pretty." No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.